Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found intensive wear of the tissue pad. The instruction for use (IFU) states: the grasping section was closed without grasping any tissue while output in seal & cut mode was activated (including after tissue resection), resulting in intensively worn of the tissue pad. Due to the wear of the tissue pad, the non-insulated section of the grasping section came into contact with the probe. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed and an error occurred. Based on the results of the investigation, the most probable cause of the additional failure(s), indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited intensive wear of the tissue pad. There were no reports of patient involvement.